Event description:
Physician inflated the device two times at 6 atmospheres for 30 seconds each and upon 3rd inflation had difficulty deflating the angiosculpt. Physician attempted to retrieve partially deflated angiosculpt through 6 french thermo sheath. Continually pulling negative pressure. The device was removed and blood was observed in the inflation lumen. The angiosculpt device was inflated to 8 atmospheres, no leaks or pressure occurred and at this time the balloon properly deflated.

Manufacturer narrative:
Evaluation summary: visual examination and functional analysis of the returned device found no product defect. Unable to duplicate alleged deflation issue during laboratory analysis of the returned device.